Event description:
The duett pro sealing device was deployed following an interventional procedue via a 6 fr sheath in the right common femoral artery. Following the deployment, the pt experienced pain and loss of pulses in the affected leg. An occlusion was confirmed and treatment consisted of surgical intervention and anticoagulation therapy. The event was resolved with no further complications.